Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that touch panel monitor required a reboot. The technician rebooted the touch panel monitor component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel connected to their hexavue custom room rack was showing an error message. No report of injury.